Event description:
A malfunction was reported on the customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their health. To address the problem, tandem technical support arranged for the pump to be replaced. The support team provided instructions for placing the current pump into storage mode and communicated that the replacement pump would be sent with updated software, with training available via their tandem source account. The customer was informed about returning the malfunctioning pump using the provided return box and pre-paid label within ten days, which they acknowledged and understood.